Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection procedure, the bowel was completely exposed, the patient did not receive chemo radiotherapy, device could push the dissector, but it stopped in the middle of firing and the staple was exploded resulting to a poor staple formation and incomplete staple line distally. To resolve the issue the surgeon then manually sutured the tissue. The surgical procedure extended for more than 30 minutes due to the device problem.